Event description:
During remote follow-up, decreased pacing impedance and oversensing of noise were observed on the right ventricular (rv) lead. Noise leading to oversensing was also observed on the right atrial (ra) lead. Diagnostic imaging was performed but no anomaly was observed. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-38002.